Manufacturer narrative:
(B)(4). Batch # t94998. Concomitant medical products: generator. Device analysis: the device was returned with the bottom portion of the I-blade broken off returned. The device was connected to the generator and it was recognized. Because of the condition of the device, not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic hysterectomy, the lower part of the blade was broken off when cutting the target tissue. The broken pieces were retrieved. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.